Event description:
Healthcare prfessional (hcp) reports a pt reaction to the psn (polysynthane) membrane. The pt had previous exposure to the psn membrane, prior to this incident. The pt experienced severe pain in legs, shortness of breath and chest pain within 15 mins of the hemodialysis treatment. The pt rec'd benadryl 50 mg intravenously. The dialysis treatment was discontinued and the pt's blood was returned. The hemodialysis treatment was resumed and completed with an alternate reused membrane (cellulose triacetate). The symptoms subsided per the hcp.